Event description:
Healthcare professional reported "pt presented with dysphagia after a period of stress "followed by "persistent sudden losses of satiety within 24-48 hours of each upwards adjustment". "Fluid in band persistently discoloured and consistently significantly less than expected". The pt has now lost confidence in the band, feels a failure and self-esteem and feelings of self-worth are rapidly falling". Band has been removed.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 07/28/2015. Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. A leak test confirmed curved opening with leakage at the port tubing stainless steel connector. Further analysis noted a thinner surface and smooth opening at the port tubing stainless steel connector consistent with wear and tear. Device labeling addresses the possible outcome of leakage as follows: "caution. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Caution: care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."

Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of dysphagia as follows" "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing".